Event description:
The lay user /patient contacted lfs on (B)(6) 2010 alleging that their one touch ultramini meter would not power on. The patient mentioned that the alleged issue with the one touch ultramini began on the evening of (B)(6) 2010. The patient mentioned that approximately 2-3 hours after attempting to test her blood glucose she began to develop symptoms which consisted of feeling shaky, sweaty and nauseas. The patient went to the ER and was tested on the hospital meter and obtained a result of 600 mg/dl and was treated with humalog and lantus. While troubleshooting, it was noted that this was the first time the patient was using the meter. There was no misuse of the product. The meter did not power on by pressing the power button. The batteries did not need to be replaced. The patient was using the correct test strip and the issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issue, they were unable to test and developed symptoms2-3 hours later and had to be treated in the ER for a blood glucose of 600 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.